Event description:
Boston scientific received information that a patient noticed their communicator power cord was "extremely" hot and the outlet where the communicator was plugged in was fried. Nobody was injured/hurt in the incident. The patient was not using their original power cord and was unaware of any recent storms or power outages in the area. The communicator and power/phone cords will be returned for analysis while a new communicator will be shipped to the patient. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.